Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. After clearing crystallized insulin from the external soft cannula, fluid was able to flow through the fluid path with no signs of struggle. A crack was found in the top housing, although this did not affect the function of the device. No other defects, or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported that the patient's blood glucose level reached 450 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated by applying a new pod.